Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" alarm. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. There was neither delay in therapy and/or medical intervention reported. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: backup alarm failed" alarm. The device was retrieved by a sales representative, and a test run was performed; the sales rep reported that the alarm could not be reproduced. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated during the performance check. The se was able to confirm that the issue did occur, as the "check vent: backup alarm failed" error code (1104) was recorded in the event log. The se replaced the central processing unit (cpu), as a preventative measure. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.